Event description:
The surgeon secured the blade onto the dermatome and set it at the lowest thickness setting possible, 2mm. The surgeon began applying the dermatome to the patient's left thigh to procure the skin graft, the handpiece instead procured a full thickness skin graft,that area had to be sutured closed. The dermatome was immediately removed from the field.====================== health professional's impression======================the dermatome malfunctioned, and harvested the skin at the incorrect depth.